Event description:
This lead was capped and replaced due to loss of capture and undersensing on (B)(6). No adverse events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.